Event description:
A patient reported experiencing inaccurate low results with a one touch ultra meter. The patient's blood glucose result was 127mg/dl compared to the lab. Lab result not documented. Tests were done within 11-20 minutes. No further information has been reported.